Event description:
The lay user/patient contacted lifescan in early 2009, and alleged that her one touch ultra2 meter was reading inaccurately high. The patient reported that the alleged issue first occurred about a month ago. As a result of the reported issue, the patient took her usual dose of diabetes medication. She reported obtaining a result of 142mg/dl on the subject meter/strips. She also mentioned that after the prod issue began, she experienced being shaky and getting sick. The patient treated self with food/drink. She was not tested on any device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed that she experienced symptoms suggestive of hypoglycemia after the product issue began. She treated self with food/drink. The alleged high result was compared to the patient's normal readings/feelings. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.